Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/19/2020. H.6. Investigation: customer returned (1) loose 1/2cc, 8mm syringe. Customer states that they found a small amount of liquid on the tip of his needle when he depressed the plunger rod. The returned syringe was tested and a small clear droplet of material came out of the cannula when the plunger rod was fully depressed. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone. Unable to perform DHR check for foreign matter on needle tip due to unknown lot number. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, logbook entries could not be looked at as no lot number was given. Root cause for this defect cannot be determined. H3 other text : see h.10.

Event description:
It was reported during use the bd syringe 0.5ml 30ga 8mm had foreign matter on the device/cannula in fluid path. The following information was provided by the initial reporter: the consumer found a small amount of liquid on the tip of his needle when he depressed the plunger rod.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned as of 14 august 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Unable to perform a DHR review for foreign matter on needle tip due to unknown lot number. H3 other text : see h.10.

Event description:
It was reported during use the bd syringe 0.5ml 30ga 8mm had foreign matter on the device/cannula /in fluid path. The following information was provided by the initial reporter: the consumer found a small amount of liquid on the tip of his needle when he depressed the plunger rod.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported during use the bd syringe 0.5ml 30ga 8mm had foreign matter on the device/cannula /in fluid path. The following information was provided by the initial reporter: the consumer found a small amount of liquid on the tip of his needle when he depressed the plunger rod.